Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced meal types that did not match portion size while using the ilet, leading to elevated blood glucose after a larger-than-usual lunch was announced as a standard lunch and a smaller dinner was announced as a standard dinner, followed by education to announce meals based on portion size rather than time of day. Symptoms included hyperglycemia. Outcomes included no alarms and stabilization of glucose after corrective actions, with no injury and no hospitalization. Investigation included user interview and troubleshooting with education. Investigation of this case revealed use error related to incorrect meal announcements with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.